Event description:
The medical center reported that the av fistula pack had only four lap pads instead of the standard five.

Manufacturer narrative:
Deroyal: the tray reported does not have any sponges or raw materials with a quality of five.